Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high out of range impedance measurements, oversensing, and isometrics noise. A new ra lead was implanted instead. No further adverse patient effects were reported.